Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, due to pt's palpitations, the pacemaker involved in this MDR report was interrogated on (B)(6) 2010 and was found in standby mode. Pacing in vvi was observed. Reinitialisation of the device was successful and it was reprogrammed to ddd (battery showed 0.88 kohms). The pt was reviewed on (B)(6) 2010 for the same symptoms as one day before. Interrogation of the device showed vvi programming and battery impedance was at 12.87 kohms. Physician reprogrammed the device to ddd and scheduled device replacement for (B)(6) 2010. The device will be returned for analysis.